Manufacturer narrative:
This is the same event as 3010536692-2016-00750.

Event description:
Allegedly, the patient was revised due to the following mom complications: pain around her hip device that progressively worsened and decreased mobility. (Left)